Event description:
It was reported that the user accidentally scanned two freestyle libre3+ sensors with the libre application, which led to the sensors being in use by another device and not available for the ilet system; the call was transferred to the partner organization for replacement support. Symptoms included no alerts or alarms reported. Outcomes included user inconvenience requiring coordination with the partner organization for sensor replacement. Customer support included troubleshooting and education conducted by customer care, followed by a transfer to the partner organization for further handling. Investigation of this case revealed that the sensors were paired to a non-ilet device, consistent with a use error resulting in sensor availability conflict. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing workflow.